Manufacturer narrative:
New information: this is a follow up report to correct the device code to 2993 - adverse event without identified device or use problem. Report type: follow-up 1.

Event description:
This is a follow-up report to correct the device code to 2993 - adverse event without identified device or use problem.

Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer had a traumatic experience and landed in emergency. She reported she had to be put under by an anesthesiologist at the hospital and was off about five days from work. Consumer did not mention any specific product malfunction but did mention the recall. She will see a specialist to determine if there was permanent damage.